Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the brake steer caster will not lock into brake mode, the other brake casters lock and hold. No patient impact.